Event description:
It was reported that the pump did not charge when placed on the charging pad, although the pad¿s indicator light was solid and the pad successfully charged a phone. After the agent performed user guidance to try a different outlet, the pump indicated charging and subsequently charged as expected. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the original power outlet was the likely source of the issue, and device function was normal when power was supplied from a different outlet. There were no user-reported symptoms, and no adverse clinical effects. Outcomes included no interruption to therapy requiring medical care and no alarms were reported during the event. It was concluded that the device and charging pad were not defective and that the event was resolved through troubleshooting.